Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the every button on the insulin pump was intermittently unresponsive. The patient's blood glucose at the time of incident is unknown. A battery change did not resolve the keypad anomaly. The unresponsive buttons occurred during normal use. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump had received with operating currents within specification. The device passed the self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The device passed the leak test. The device had intermittent buttons, problem isolated to keypad assembly. The device had a j1 connector properly connected. No damage or moisture damage on the keypad assembly noted. No stuck button alarms were noted. The device had a cracked keypad overlay at the select button. The device had a minor scratched display window, case, and keypad overlay texture damaged.